Manufacturer narrative:
Upon further review it was noted that in the initial MDR the implant and explant date were addressed inappropriately. Therefore, this supplemental filing is to correct the comments initially entered in addition to patient code comment for 3191 entered in the initial report is also being expanded to include fibrovascular ingrowth as the reason for treatment failure. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable) there is no indication the device has been explanted. Patient code 3191 treatment failure (fibrovascular ingrowth).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact age not provided, mean age at second glaucoma drainage device implantation was 9.2 ±7.1 years. Sex/gender: unknown, not provided. Date of event: unknown/not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If implanted; if explanted; give date: n/a (not applicable) unknown/not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Tung, I., marcus, I., thiamthat, w., freedman, s. (2014). Second glaucoma drainage devices in refractory pediatric glaucoma: failure by fibrovascular ingrowth. Am j ophthalmol 158(1), pp. 113-117. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
The "second glaucoma drainage devices in refractory pediatric glaucoma: failure by fibrovascular ingrowth" literature was reviewed. The publication reported 8 eyes that experienced treatment failure (5 baerveldt 250, 1 baerveldt 350 and 2 unspecified baerveldt shunt). In addition, the publication referred to 4 eyes that experienced hypotony, however, it was not specified to which device (ahmed or baerveldt) these were related to. No additional information was provided to johnson & johnson surgical vision. This report captures the event for baerveldt shunt model bg103-250. A separate report is being submitted for each baerveldt shunts.